Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Event description:
It was reported that the patients right spinal cord stimulation (scs) lead migrated cranially, and her left lead migrated caudally as confirm through imaging. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well postoperatively.